Event description:
It was reported that the since about four months ago the therapy would sometimes cut out on its own. The wire looked close to the surface of the skin; it hurt more at the implantable neurostimulator (ins) site. One corner of the ins stuck out more than the others. The patient had been losing weight for the last year. It was noted that based on the description of how the stimulation cut off the adaptive stimulation feature might have caused the issues, if the orientation was off. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).